Event description:
Additional information was received that this device was returned for reliability analysis.

Event description:
The device was explanted and returned for analysis from a competitor. No further information was provided. The device is currently undergoing detailed analysis and this report will be updated upon completion of analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at routine device check, this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurement < 200 ohms. The impedance began decreasing about a year ago. Boston scientific technical services (ts) discussed troubleshooting as the function of the lead is questionable. There was some v-tachy episodes with noise noted in the logbook. The patient experiences pain when pacing occurs in the rv. The field representative will discuss with the physician. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.